Event description:
It was reported that during a da vinci-assisted prostatectomy - radical w/o lymphadenectomy surgical procedure, the customer noted the camera flip operation did not work. The customer stated the reported issue occurred on previous occasions with unknown event dates. There were no errors in the system logs and there was no user-messages displayed. The camera was used on universal surgical manipulator (usm) 2. The customer replaced the drape, reseated the endoscope and the sterile adapter with no success. The site continued to complete the procedure as planned with no reported patient injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The reported complaint was reproduced during field evaluation. The universal surgical manipulator (usm) was replaced to resolve the issue. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) received the usm involved with this complaint and completed the device evaluation. The reported complaint was not confirmed/replicated during failure analysis. The unit was tested on an in-house system and passed normal mode. Flip test was performed with in-house camera and it worked in both directions multiple times with no issues. The unit passed direction test, carriage lissajous, sensor check, sine cycle, brake test, carriage switches, fan test and fiber test.